Manufacturer narrative:
Depuy mitek to date has not yet received the compalint device for eval. However, the reported failure mode of the device is consistent with failures produced in a laboratory environment by the application of excessive mechanical force. Although it is not conclusive, we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. Also, this is a single use device and it is not established if the device in fact saw only one usage, in other words, there is the question of the possibility that the complaint device has been reprocessed, which would add another dimension to the failure issue. When and if the complaint device is received here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause, a follow-up report will be filed.

Event description:
Our rep is reporting that during a shoulder repair, portions of the distal tips of 2 se electrodes broke off into the pt's joint space. They report no pt consequence. At this point in time, this is all of the information known. See also associated MDR 1221934-2007-00075.